Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had blood sugars ranging from 33 to 480 mg/dl. Customer stated that they did not feel her high nd lows. Customer stated that they had bleeding in the eyes in the past. The insulin pump will not be returned for analysis.